Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse went to site and tested system power manager (spm)s with test sterile adapters and then with drapes customer had saved. Fe was unable to make drapes pop off any of the spms. The fse was unable to reproduce the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the drape for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the provided video was performed, and the following additional information was provided: the video appeared to show an sp drape sterile adapter with a retention issue. The sterile adapter was seen detaching on one side as the patient side manipulator (psm) retracts upwards.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the arm drape accessory malfunctioned. The customer reported event had no report of patient injury.